Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the balloon rupture appears to be due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the heavily calcified lesion causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous superficial femoral artery. A 6x20mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced, and the balloon ruptured during inflation. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.